Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. The event was resolved by repositioning the lv lead. The patient was in stable condition.